Event description:
It was initially reported that the patient was to undergo generator revision surgery. It was later found that the surgery was to be conducted because the generator had been dislodged and had migrated. The surgeon decided to prophylactically replace the patient's generator during the surgery. It is unknown whether the migration was causing any other adverse events, and the surgeon's office had no other further information about the event. The explanted device was returned to the manufacturer for analysis, which found no obvious anomalies, and the device performed according to specifications.